Event description:
It was reported that during the procedure in the left iliac vein, a non-abbott self-expanding stent was placed. The 14 x 40 x 80 mm armada dilatation catheter was then advanced to the stent site and the balloon inflated to perform post-dilatation. The balloon was inflated to 8 atmospheres on the first inflation and the balloon ruptured. The dilatation catheter was removed without resistance. Upon removal, it was noted that the balloon had ruptured down the length of the balloon and remained in one piece. A new non-abbott dilatation catheter was then used to perform post-dilatation. There was no clinically significant delay and no adverse patient effects. No additional information has been provided.

Manufacturer narrative:
(B)(4) during processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. Reviews of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. It was reported the armada 35 catheter was used in the iliac artery. It should be noted that the armada 35 dilatation catheter instructions for use states: the device is intended for dilatation of lesions in the renal, femoral, popliteal, tibial, and peroneal, arteries and for the treatment of obstructive lesions of native or synthetic arteriovenous dialysis fistulae. Based on the information reviewed, there is no indication of a product deficiency.